Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) during pumping. The customer's blood glucose level was 90 mg/dl. The customer loaded a new cartridge successfully. Additionally, it was reported that the customer received an occlusion alarm. The customer's blood glucose level was 214 mg/dl. As the event occurred in the past, troubleshooting was unable to be performed with tandem technical support.